Event description:
The system's oil cooler mounts on a platform with other components which all rotate around the patient. The oil cooler moved out of position while rotating and jammed into the stationary power supply. The rotation was stopped by this collision. The power supply is located beneath and off to one side of the patient. The system power was then turned off. All system damage was internal and there was no injury to patient or operator. The oil cooler and power supply are part of the gantry assembly.